Manufacturer narrative:
The device remains implanted; therefore, direct product analysis could not be conducted. However, an engineering evaluation was conducted: the manufacturing records were reviewed, and the device lot met all pre-release specifications. The cause of the stuck deployment line cannot be established because the endoprosthesis was not returned. There are potential design and process failure modes considered for possible cause contribution, but there are no data to either confirm or dismiss them as cause of the stuck deployment line. The broken deployment line is a probable result of the physician continuing to apply traction to the stuck deployment line as described in the complaint. The following were requested but not made available: patient dob or age; gender, weight, relevant medical history.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of manufacturing record history confirmed device met pre-release specifications. Device remains implanted. Therefore, direct product analysis is not possible.

Event description:
The following was reported to gore: during treatment in the superior vena cava, access was made from the groin area. After sheath placement, a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was delivered to the treatment area. Deployment was initiated and the vsx device expanded about halfway when deployment stopped. As reported, the physician made attempts to complete the deployment by pulling steadily on the line. However, the deployment line broke. Access was then made from the axillary artery and a balloon catheter was delivered to the treatment site. The balloon was inflated and the vsx device expanded completely. The procedure ended with good results. The patient tolerated the procedure.